Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a carefusion authorized service center. The service technician performed testing on the unit and found the flow valve to be out of specification. The flow valve was replaced to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ventilator was delivering a lower tidal volume than expected. It is unknown at this time whether there was any patient involvement associated with this complaint.